Manufacturer narrative:
A field service engineer (fse) was dispatched for this event. The fse reviewed calibration and qc and found no problems. The vacuum regulator and glucose reagent syringe have been returned to a bci facility for evaluation. Per the fse sample integrity is an issue for this event. Problems observed with greiner blood tubes and gel "floaters" seen. The fse suggested to the customer to troubleshoot sample processing. The issue continues to be monitored. The root cause is unknown for this event.

Event description:
Beckman coulter inc., (bci) contacted this post-mod glucose (glucm) customer via the bci internal monitoring program. The customer indicated that two (2) erroneously low glucm samples were noticed when comparing results in duplicate mode, generated by the unicel dxc 800 pro synchron chemistry analyzer. The customer stated that the samples were encountering integrity issues. Patient treatment was not affected in regard to this event as the customer runs all glucose samples in duplicate mode and verifies the results prior to reporting.